Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for a tracheal intubation fiberscope having dent in the insertion part. Upon inspection and testing of the customer returned device, the coating on the scope image guide serpentine tube was found peeled off (1 to 2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion tube collapsed, collapse of the forceps channel, the channel cleaning brush could not be inserted, light guide bundle broken, blurred vision observed, scratches on the insertion tube, coating on the insertion tube peeled off, catch observed during angle operation, scratches on the control panel, curved rubber adhesive part missing, image guide bundle severely bent, scratches on the eyepiece, scratches on the control unit cover, scratches on the grip, scratches on the angle lever, scratches on the up/down plate, scratches on the vent metal under the grip, and scratches on the fixed ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.